Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 56 mg/dl; however, the patient also mentioned that her blood glucose had recently decreased to 50 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The insulin pump alarmed motor position encoder error at one point. The devicee would not rewind due to the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, operating currents, self test and off no power tests. However, the pump was received stuck in a motor error alarm loop during the bolus delivery and a motor position encoder error alarm was confirmed in the history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.